Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red itchy burning bruise and open. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended a cream for the skin irritation. Patient reported that the irritation is getting better.